Event description:
It was reported that the lead exhibited impedances varying from 600 to 1300 ohms and noise on the electrogram. When connected to a pacing system analyzer, thresholds varied from 2.7 v to 5 v. A new lead was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.